Event description:
During a tachycardia ablation procedure, a cardiac tamponade occurred. Intracardiac echocardiography was used throughout the procedure. Epicardial access was performed to drain the tamponade, and the patient left the room awake and without any consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported steam pop and tamponade remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Additional information confirmed that this catheter was resterilized.